Manufacturer narrative:
No product will be returned per customer. The customer complaint declined to return the product for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported the tubing leaked between the non bd connector and tubing. There was no patient harm.